Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a therapeutic colonoscopy procedure, the subject device was discovered to have a clip with tissue stuck to it inside the scope. The procedure was completed uneventfully utilizing the same device. The scope had last been manually cleaned and reprocessed on (B)(6) 2024, and there was no resistance whatsoever; additionally, it reportedly didn't fail during reprocessing in the medivator. There were no reports of patient harm.

Manufacturer narrative:
New information was added to the following fields: d10 and h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.